Manufacturer narrative:
Block e1: initial reporter city: asakura city, fukuoka prefecture. Block h6: medical device code a0501 captures the reportable investigation results of sleeve detached. Block h11: the returned sensor wire was analyzed, and upon magnification it was observed that the polytetrafluoroethylene peeled at the middle section and the sleeve was detached. No other problems with the device were noted. The reported event was confirmed. With all the available information, boston scientific concludes that the reported event was confirmed. It is possible that the polytetrafluoroethylene peeled, the sleeve fully detached, and the coil unraveled could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to cause all the damages seen on the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that during the procedure, a sensor wire device was found separated. It was noted that the coating on the dual molding part was ruptured. The procedure was completed with another of the same device and patient complications were reported. No further information has been obtained despite good faith efforts. Investigation results revealed that the sleeve was detached therefore this event has been deemed reportable event.